Event description:
After the induction of anesthesia and prepping the patient for a laparoscopic cholecystectomy surgical procedure, surgery began and had to be halted due to malfunction of laparoscopic 1588 camera unit. To troubleshoot the error "no signal" a second camera cord was tried out. Again "no signal" error appeared on the monitor. Due to no laparoscopic visual capabilities, the surgery was stopped by physician and patient was awaken and sent to pacu for recovery. FDA safety report ID# (B)(4).